Manufacturer narrative:
(B)(4). No lot or batch number was provided therefore a device history could not be done. Additional information was requested and the following was obtained: thank you for the additional information regarding the cartridge selection of a 45 instead of a 60. Yes, unfortunately the put 2 45 reloads into the 60er reload package und did not double check when they took the 45er reload from the package and handed it the technical assistance. Are the devices and reloads still available for return? No, the customer did throw it way since the mistake was obvious.

Event description:
It was reported that during an open left hemicolectomy procedure, the stapler was used and fired once. After reloading the stapler, the device blocked and could not be opened again. A new stapler was unpacked and loaded. The instrument could not be opened and blocked immediately. A competitors stapler was used to complete the procedure. There were no adverse consequences for the patient reported.